Event description:
Port-a-cath was placed (B)(6) 2009. Started having problems with infusion. X-ray with contrast done on (B)(6) 2010 revealing: findings - there has been approximately 3 cm of retraction of the tip of the catheter. Contrast tracks along the outside of the catheter consistent with a fibrin sheath. Extravasation of contrast and a fibrin sheath. Extravasation of the contrast dye is noted in the neck region. Findings likely represent a fracture of the catheter and a fibrin sheath.